Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 550 mg/dl. She gave herself a manual injection with a syringe. The customer was vomiting earlier in the day. She had issues with air bubbles in the reservoir. The device was not returned.